Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, patient factors [calcified lvot] appear to have contributed to the worsening pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per report, 29 days post transfemoral tavr procedure the patient developed significant paravalvular regurgitation and a high mean gradient in the mid-20's mmhg which led to re-admission to the hospital for heart failure. There was calcification in the left ventricular outflow tract [lvot] which was deemed the cause of the pvl. The valve was post dilated with good results. Pvl following post-dilation was none to trace. The valve was not post-dilated during the index tavr procedure. Pvl post-tavr and at discharge was trace.